Event description:
It was reported that upon post-op follow up, surgeon determined via x ray that the cage appeared to have collapsed.

Manufacturer narrative:
Method: device history review; complaint history review; risk assessment. Results: as per surgical technique ''the surgeon must warn the patient that the device cannot and does not replicate the flexibility, strength, reliability or durability of normal healthy bone, that the implant can break or become damaged as a result of strenuous activity, trauma, and that the device may need to be replaced in the future.'' It was reported that implant reduction of height was noticed after patient reinjured back and fall against his truck. It is possible that this fall resulted in inordinate stress upon the implant which may have contributed to device failure. Conclusion: the reported device remains implanted therefore a plausible root cause cannot be identified conclusively.

Event description:
It was reported that upon post-op follow up, surgeon determined via x ray that the cage appeared to have collapsed.

Manufacturer narrative:
Lot #: 10081302. Implant date: (B)(6) 2015. Method:x-rays and medical records analysis results: per x-rays review, the implant appears to be snugly fit and placed well, supplemental fixation was used as indicated in surgical technique. Post-op x-rays show cage at l5-s1 too far posterior what may have contributed to implant migration post-op. Voluntary recall was initiated in (B)(6) 2016 for all acculif pl cages. For patients who have had an acculif posterior lumbar (pl) expandable interbody implant, stryker spine is recommending routine clinical and radiographic post-operated evaluation. Should the patient report any change in or develop near-onset symptoms, more urgent clinical and radiographic evaluation should be completed.

Event description:
It was reported that upon post-op follow up, surgeon determined via x ray that the cage appeared to reduced in height.